Event description:
I have been using acuvue moist daily for the last couple years. I went to my optometrist six months ago to get an eye exam and was informed that there are newer version of contact lenses that give more oxygen permeability and are "better" than the acuvue moist as that is an older brand. I decided to try the newer "better" daily disposable contact lenses and bought a year supply of the clariti 1 day (8 boxes of 90 lenses in each box). Last month ((B)(6) 2018), I started to experience redness and discomfort in both of my eyes with a clear line of redness around the edge of the contact lenses. I went to see my optometrist who diagnosed me as having an adverse reaction to the clariti 1 day contact lenses. I had to be off the contacts for two weeks and was put on lotemax a corticosteroid eye drop for 2 wks and had to subsequently go back to my optometrist for f/u x 3. I'm now back to my acuvue moist daily and have not had any issues.